Event description:
It was reported that while using bd facscanto¿ ii the waste line leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: clean filter leak. Was the leak contained within the instrument? No. Was the leak in a place accessible to the customer? Yes. What was the fluid that leaked? (Includes spray, splash) facsclean. What is the source of the leak - waste line or no waste line? Waste line. Was the client exposed to biohazard fluids (eg, blood, tissue, waste)? No. If the client was exposed, how was he exposed? (Clothing, skin, mucous membrane or skin not intact) no exposures. Was personal protective equipment (ppe) worn? Yes, ppes were used . Was biohazard liquid mixed with sodium hypochlorite? No. Was there any physical damage / injury or impact on the patient samples due to the leak? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). Problem statement: customer reported complaint on a leakage of waste not contained within instrument through the filter. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 01dec2019 to date 01dec2020. Complaint trend: there are 11 complaints related to the issue of a filter leakage. Date range from 01dec2019 to date 01dec2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of waste not contained within the instrument was due to a damaged fluidics filter. In a service call the customer asked for help to replace a damaged filter. An fse was sent out with the replacement part and they confirmed the proper installation of the part. After the repair the instrument was working as intended. No parts were requested for evaluation as the replaced part was not returnable. Although there was a leakage of fluid outside of the instrument, it was of facsclean which is not biohazardous and the customer was not harmed in any way from this incident. The customer/bd personnel came into contact with the fluid only when cleaning with appropriate ppe. There was no impact to patient samples, and was not used in making a patient diagnosis due to the leak. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: 33566307. Work order notes: subject / reported: clean filter leak . Problem description: clean filter leak. Work performed: call is made to q. Pilar, main user of the instrument. The q. Pilar informs me that they have a by-pass and is asked for help to place it to replace the damaged filter. Replacement will be sent by parcel. The instrument stays working momentarily. Dec / 3/2020 the damaged part is shipped by parcel (pn 33566307). Both delivery and replacement are confirmed with the q. Pilar. The instrument keeps working properly. Cause: damaged filter. Solution: by-pass in connection. Filter will be sent for replacement. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the leakage is minimal and does not come into contact with the customer and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 4. Quick disconnect . Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. Potential cause(s)/mechanism(s) of failure: waste fitting leaks. Current controls: 1. Pump compensates for leaking. Recommended actions: n/a. Severity: 8. Occurrence: 4. Detection: 1. Rpn: 3. Item: 1. Plenum ¿ including float. Function: 1.1 fluid reserve to minimize fluctuations within the fluidics. Potential failure mode: 1.1.2 no fluidics movement. Potential effect(s) of failure: 1.1.2.1 customer cannot run instrument. Potential cause(s)/mechanism(s) of failure: clogged filters. Current controls: 1. Clean cycle. 2. Maintenance. 3. Customer observation of event rate. 4. Service maintenance every 6 months. Severity: 5. Occurrence: 1. Detection: 6. Rpn: 30. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage of waste not contained within the instrument was due to a damaged filter. Conclusion: based on the investigation results, the root cause of the leakage of waste not contained within the instrument was a broken filter. The customer called regarding the leakage due to the damaged filter and asked for the filter to be replaced. After the part was delivered and installed by the fse, the instrument was working as intended. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscanto¿ ii the waste line leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: clean filter leak was the leak contained within the instrument? No. Was the leak in a place accessible to the customer? Yes. What was the fluid that leaked? (Includes spray, splash) facsclean. What is the source of the leak - waste line or no waste line? Waste line. Was the client exposed to biohazard fluids (eg, blood, tissue, waste)? No. If the client was exposed, how was he exposed? (Clothing, skin, mucous membrane or skin not intact) no exposures. Was personal protective equipment (ppe) worn? Yes, ppes were used . Was biohazard liquid mixed with sodium hypochlorite? No. Was there any physical damage / injury or impact on the patient samples due to the leak? No.